Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007, 97713 stim ipg, implanted: (B)(6) 2015, dtma1q1 crt-d and 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable r-wave measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.